Manufacturer narrative:
Qn#(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not be conducted since the lot number was not provided. No corrective actions can be implemented due to the lack of a device sample and batch number to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due to the lack of the device sample and batch number to perform a proper investigation and determine the root cause. An attempt to duplicate the failure mode was made but there is no inventory of the involved product code available at the facility nor is it being manufactured at the time. If the device sample becomes available at a later date this complaint will be updated accordingly.

Event description:
The customer alleges that the ventilator circuit is not getting the humidification that it should. The device is changed out for the old design and then the humidity functions appropriately. No patient injury or complication reported.